Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ups (uninterruptible power supply) was evaluated and replaced. The system software and calibrations were also reloaded as part of the svc event. The system was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.